Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4)

Manufacturer narrative:
Type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/+1.5/005 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation. On(B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens but this also did not resolve the problem. The cause of the event was reported as unknown and noted "hiperlaxity" and the device did fail to perform as intended.